Manufacturer narrative:
Two fast-fix 360 curved needle delivery systems were returned for evaluation. Visual assessments of sample (a) showed no ts or suture remains on the insertion needle or were returned for evaluation. The insertion needle is bent. The device was functionally tested for proper actuator advancement and cycling and was found not to function as intended. Per the device IFU under warnings ¿do not bend the delivery needle. The fast-fix 360 devices are manufactured with straight or curved delivery needles. Intentional bending of the delivery needle may make it difficult or impossible to deliver the t1 and t2 implants. If the delivery needle has been inadvertently bent, or if resistance is encountered during deployment, a new delivery device may be needed¿. Visual assessments of sample (b) showed t1 is missing from the construct. The suture appears to have been cut above t1. The actuator is located at its t2 pre-deployment position. The device was functionally tested for proper actuator advancement and cycling and was found to function as intended, t2 deployed as a result of the test. The condition of this device indicates the suture was inadvertently cut during use causing t1 to come free. No root cause related to the manufacturing process can be established. Further investigation is not warranted at this time. Related complaint: (B)(4).

Event description:
It was reported: the second t´s not triggered. No patient injury or complications were reported.